Manufacturer narrative:
The returned cable was evaluated. The cable failed continuity tests due to an open circuit on the green conductor, along the length of the cable.

Event description:
The customer reported the device stopped functioning while monitoring. No consequences or impact to patient were reported.